Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuffs were asymmetrical during cuff checks once product was received, prior to cleaning and insertion into the patient. There was patient involvement and no reported patient harm.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device had no leaks and the cuff symmetry was within specification. There was no known cause of the reported issue, and no further action will be taken.